Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer retractor was unable to be set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There was no blood detected on the device. The device was evaluated for its mechanical functions. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was turned with the intent to lock the arm in place. The attempt was unsuccessful, as the arm would not lock into place, thus could not be set. Based on the returned condition of the device, and the results of the investigation, the reported failure "mechanical issue" is not confirmed, but is confirmed for the analyzed failure mode ¿mechanical issue; lock; arm does not tighten".

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer retractor was unable to be set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.